Manufacturer narrative:
Product analysis conclusion: the reported aortic rupture and endoleak were confirmed on the films provided; however the cause and exact subtype of the endoleak could not be determined based on the limited still angiograms available. The reported relationship between the reliant balloon inflation and the aortic rupture could not be assessed as the reliant balloon was not depicted on the procedural images provided. Anatomical considerations noted as possible contributory factors were observed (abruptly narrowed distal aorta), and it is possible that this finding may have been related to the reported events of rupture and endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant ii/iis bifurcated stent graft was used during an endovascular aortic repair for a 40 mm saccular abdominal aortic aneurysm. It was reported during the index procedure, the graft was deployed without issues. The graft was then ballooned with a reliant, and a post-deployment angiogram showed a type IV endoleak with extravasation into what appeared to be a rupture distal to the flow divider (activated clotting time of 374). Additional endovascular treatment was performed with two non-mdt 9 mm x 39 mm stents placed half above and half below the flow divider, followed by additional ballooning using two 12 mm x 4 cm balloons in a kissing technique. A post-intervention angiogram confirmed resolution of the type intravenous endoleak and extravasation. The patient left the operating room in stable condition and was reported to be alive with no injury. The physician attributed the event to anatomy, stating the patient had a narrow distal aorta and a shelf indentation beneath the aneurysm that may have ruptured during graft ballooning.